Event description:
It was reported that a pt underwent an episiotomy repair procedure after normal labor on (B)(6) 2010 and suture was used. The pt has a perianal fistula and igt is abnormal. During the surgery, the pt had a shoulder dystocia. The surgeon used suture to sew the vaginal membrane. On (B)(6) 2010, the incision developed redness and swelling and opened with purulent exudate. A mycoplasma test proved positive. Then, the pt underwent another surgical procedure on (B)(6) 2010 to sew the incision and was treated with antibiotics. The pt was still in the hospital as of (B)(6) 2010.

Manufacturer narrative:
(B)(4). (B)(4). Infection. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.